Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture reading workflow. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "samples locked in synapsys."

Event description:
It was reported that while using bd synapsys¿ the customer experienced an application problem affecting culture reading workflow. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "samples locked in synapsys.

Manufacturer narrative:
H.6 investigation summary: requested the caller log into the system where the user was originally logged in, which allowed the samples to become unlocked. Recommendation to customer to modify workflow to ensure all samples closed out before signing out of a workstation. This is not a confirmed complaint of a bd product. Per baltrm-synapsys-aph revision 25, the failure associated to this complaint is a user annoyance which is a severity of s1; reference ID 58. Complaints for application were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.